Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer) the report has been identified as b. Braun medical internal report# (B)(4). The actual device has not been received and the investigation is on going at this time. A follow-up report will be provided when the investigation results become available

Event description:
As reported by the user facility: event: over infusion. Per the event description, as reported; the pump alarmed for air, the nurse removed air the proceeded to restart the drip. The pump gave a bolus instead. This was a bag infusion of levophed. The blood pressure increased to 140/80 - heart rate decreased to 45.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). The device was returned to our contracted service provider for evaluation. The air in line sensor test was performed with three different tubings, all three tests were within the specified range. The pump was then tested for 25 hours with a set rate of 10ml/hr vtbi 250ml. During this tste the pump did not alarm for air in line, and as a result, the reported issue could not be confirmed. Although the reported issue was not confirmed, during the evaluation it was discovered that the wireless battery was not connecting, so the battery was replaced. The device passed all technical safety checks after completion of the service activity.. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow up report will be submitted.